Event description:
It was reported that pump experienced malfunction alarm with code displayed on pump, and no notable events occurred prior to issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.